Manufacturer narrative:
After further review of additional information received the following: date of report, event, implant date, date rec¿d by MFR and if follow-up, what type have been updated accordingly. The devices were not returned due to the hospital policy does not allow explanted devices to leave the facility. This device is used for treatment, not diagnosis. Implant date: unknown. Corrected information: device evaluated by MFR: no evaluation pending.

Event description:
It was reported that a patient with a previous total hip implantation on an unknown date, was revised on (B)(6) 2017 due to dislocation. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00664, 1038671-2017-00666 and 1038671-2017-00667.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components - reason unknown.